Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the alarm sounded and the aircraft could not be powered on due to the failure of the printed circuit board. The cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was found to be a defective circuit board (pressure sensor). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit could not be turned on and an alarm sounded. The issue occurred after the procedure had been completed, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.